Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted into a patient for the emergent endovascular treatment of a small thoracic aorta aneurysm and emergent penetrating ulcer in zone 2. Vessel morphology was reported as the non-aneurysmal proximal thoracic aorta neck was 28 mm in diameter, and the non-aneurysmal distal thoracic aorta neck was 25 mm in diameter. The stent graft was implanted below the left common carotid artery. A bypass was not carried out for left subclavian artery (lsa), only coiling was performed. There was a proximal type I endoleak but the physician modelled it with a reliant balloon (within the stent graft) and the proximal type I endoleak was resolved at the time of implant. It was report that later during the physician's rounds in the hospital, the patient experienced cardiac arrest and cardiac massage was given to the patient. However the patient expired. After the patient passed away, CT was performed and a type a dissection was confirmed. No additional clinical sequelae were reported.